Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation failure occurred. A 5.0mmx60mm, 135cm charger¿ balloon catheter was advanced for the dilation. During deflation, it was noted that the balloon would not deflate. A needle was used to poke into the patient's leg and pop the balloon in order to remove the device from the patient's body. A small non-bsc guidewire was then advanced and a 035 balloon catheter was used. The device was removed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device identified that the shaft was completely stretched down between 85.5cm and 90.5cm distal to the strain relief. This type of damage to the shaft is consistent with excessive tensile forces having been applied to the shaft. No tears or holes were visible in the balloon material. The balloon was not refolded. Attempts to inflate the balloon failed. Using a blade the balloon material was removed. The shaft was dissected at the lapweld area. A segment of a green smile mandrel (approximately 7mm in length) was found inside the inflation lumen. It is clear that a break had occurred in the smiley mandrel which resulted in this segment of the mandrel remaining inside the inflation lumen of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. A 5.0mmx60mm, 135cm charger balloon catheter was advanced for the dilation. During deflation, it was noted that the balloon would not deflate. A needle was used to poke into the patient's leg and pop the balloon in order to remove the device from the patient's body. A small non-bsc guidewire was then advanced and a 035 balloon catheter was used. The device was removed and the procedure was completed. No patient complications were reported.